Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: accolade plus tmzf hip stem #3; cat# 6021-0335 ; lot# 30213005. Trident 10° x3 insert 36mm ID ; cat# 623-10-36e ; lot# 30783801. Gap plate screws; cat# 2080-0030 ; lot# plymme. Gap plate screws; cat# 2080-0025; lot# mhlwvj. Tritanium revision acetabular; cat# 509-02-56e ; lot# t9tmme. Gap plate screws; cat# 2080-0040 ; lot# owhmee. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned.

Event description:
The solicitor's letter reported a claim for personal injury following implantation of stryker hip devices.